Event description:
Account reported there were three incidents of injection ports inverting. Reporter stated that all three incidnets occurred during pt use; however, there was no pt injury nor medical intervention required as a result of the reported condition. Account reported that one incident occurred during injection of solution into the tubing which then resulted in backflow of blood. It is unk whether anyone was exposed to blood in this incident; however, it is known that no blood spills occurred in the two other incidents. Additionally, none of the incidents resulted in pt injury or required medical intervention.